Event description:
It was reported that during the system upgrade, it was noted that the right atrial (ra) lead had dropped because of a previous bypass surgery. The ra lead was replaced rather than repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58 lead implanted: (B)(6) 2014. (B)(4).